Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experiences numbness in her legs when stimulation is on or off. The patient is scheduled to meet with her doctor at a later date.